Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter, "customer recieved case of 60 cpt tubes. 3 tubes were defective with brown spots inside of the tubes. Gave credit for 3 tubes, no replacement." 3 occurrences were reported.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter, "customer received case of 60 cpt tubes. 3 tubes were defective with brown spots inside of the tubes. Gave credit for 3 tubes, no replacement." 3 occurrences were reported.